Event description:
X-rays were received for review. The generator placement was determined in the left chest. Based on the scope of the image, the feedthrough wires were intact but per the scope of the image, the pin cannot be seen past the second connector block. The lead was visualized in the chest and neck. There appeared to be a strain relief bend however it was not placed per labeling and there was no strain relief loop present. Two tie downs could be visualized; however they were not placed per labeling. Based on the scope of the image, the lead did not appear to be routed behind the generator. Based on the quality of the image, the lead wire could not be assessed to determine if the lead was intact at the connector pin. The lead was assessed for fractures and micro-fractures however none were noted on the body of the lead. Based on the x-rays received, the cause for the high impedance may be incomplete pin insertion; however the presence of a fracture or micro-fracture in the lead cannot be ruled out. Included with the x-rays were the final result from radiology. It was indicated that the generator was noted to be over the left lower thorax. The leads were over the left lateral aspect of the lower cervical spine level c6 and c7. Multiple rib wire sutures demonstrated lateral aspect left upper and mid thorax. Cardiac silhouette is normal.

Event description:
It was reported by the medical assistant that upon interrogation of the patient's device, there was high impedance and a warning message of output current not delivered was seen. The same results were obtained twice. There have been no reported falls, however the patient did report feeling a shock when magnet was swiped. No surgical intervention has been reported to date. No additional relevant information has been received to date.